Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. No pump error 43 alarm during testing. Pump history was downloaded successfully. However, verify pump error 43 alarm at the pump history file date and time: (B)(6) 2026 11:27:21.000 alarm alert notification (40). System time: (B)(6) 2026 11:27:21.000. Fault number: motor drive error (43). Units were cut/open and inspected. No moisture damage or component damage found inside the pump. Problem isolated to the motor assembly. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay and serial number label fading. Confirmed pump error 43 alarm at the history file. For additional information regarding tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm. The customer was not able to complete the pump rewind. The customer states the pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.